Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: imdrf device code a1802 captures the reportable event of device package contains foreign matter.

Event description:
It was reported to boston scientific corporation that a compliance kit was opened on an unknown date during preparation for a procedure. It was reported that an insect was found within the kit. There were no patient complications reported as a result of this event.